Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the ion selective electrodes (ise) were not connected to the instrument at the time the samples were processed. The customer disconnected the electrodes to perform maintenance on the ise module and inadvertently failed to reconnect the na, k and cl reference electrodes. The advia chemistry xpt software prompts the user to verify the electrodes are connected. The cause of the discordant na, k and cl results was due to customer's use error and not following the maintenance instructions. The customer followed the procedure and then ran calibrations and quality controls, which passed. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The customer stated the results were identical for all samples. The samples were repeated and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.